Manufacturer narrative:
Date of event estimated. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis.

Event description:
It was reported that the patient recently had a rf ablation procedure. Patient did not set the ipg into surgery mode as recommended. Thereafter, their cp went through a restore process before connecting to the ipg. The ipg was successfully restored, but the programs were wiped. Programming took place and the programs were able to be re-installed.